Manufacturer narrative:
Product ID: 3889-28, lot# va0usw3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had had a urinary tract infection (uti) for the last week or so. They continued to have infections on and off since implant, so the device really hadn't worked since implant. Symptoms were leakage/retention. It was also noted that the patient got a c-diff digestive issue a year ago. With the issue they could not prescribe broad spectrum antibiotics. The patient had been reprogrammed about a month ago and was given 4 new programs. The patient used the first program and didn't get any benefits, so she moved to program 2 where she was at the time of the call. Stimulation had been increased the night before this report. She woke up the morning of this report and it was hurting like a probe, so stimulation was decreased. The patient was continuing to leak. It was reviewed to go to the next program if no relief was had and stimulation was already at its highest setting. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine the patient's history of utis, what led to the lack of therapy, what actions were taken to address the event, and if it was resolved.